Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007, the patient underwent surgery to remove an acoustic neuroma on his left-hand side. During surgery, monopolary electrical surgical instruments were used. After the surgery the patient was no longer able to hear with his device. Testing confirmed that he device has malfunctioned. Med-el was not aware of the scheduled surgery.